Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "dental infection", deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient above the upper lip in the perioral compartments with 1 syringe of juvéderm® volbella® with lidocaine. Sixteen days later, the patient was injected in the upper lip fine lines and marionette line divit with 0.25 ml of juvéderm® volbella® with lidocaine. Four months later, the patient was injected in the tear trough/mid-cheek groove with 1 ml of juvéderm® volbella® with lidocaine. A month later, the patient reported a ¿chickpea size lump¿ at the left marionette line divit. The area was ¿firm,¿ and the skin and mucosal looked healthy. The patient reported being occasionally ¿itchy.¿ the patient had a previous non-device related "dental infection" and was on antibiotics for it. The patient was treated that day with 0.3 ml of hyaluronidase (50). Twelve days later, the patient presented with ¿sudden swelling¿ with ¿slight redness¿ under the left eye that was worse in the morning. The patient also developed ¿slightly red, swollen¿ upper lip at the injection site with ¿small firm nodules.¿ the patient was treated with prednisone x 7 days 1 dose via oral 60, 40, 40, 20, 10, 5 mg and clarithromycin 500 mg bid 14 days via oral. A week later, the patient was patient was treated with 150 iu of hyaluronidase in the upper lip. The patient was last seen 4 days later with slight improvement but still feeling "nodules" on the upper lip and "swelling" in the right perioral area that started 5 days prior. Event is ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr- (B)(4) and (B)(6) (emdr-(B)(4). This emdr is being submitted for the suspect product, second injection of juvéderm® volbella® with lidocaine.